Event description:
Nurse reported that when she drew arterial blood gases off an a-line set up using safeset with a blue hub and vacutainer adapter, while pulling abg syringe out, the rubber stopper on the adapter stayed stuck in the abg syringe and blood spurted out of the hub. The nurse noted this happened twice on the previous day with the same set-up and on the same pt. Follow up by facilities laboratory staff member indicated that this was a staff training issue. Lab follow up indicates that vacutainer brand adapters are to be used with vacutainer brand tubes. The adapters were not designed to be used with the portex brand arterial sample syringe. To safely obtain a sample from a line using the portex arterial blood sample syringe system the best practice is to collect the vacutainer brand tubes first using the vacutainer brand adapter and then remove adapter and use the luer lock on the portex abg syringe to attach directly to the line and withdraw the same. Action plan: education department resource educator to identify if this is a one-time event or if education required hospitalwide.